Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was received cut in half with surface residue adhering to both sides of the optic body and appeared to have evidence of viscoelastic, ophthalmic viscosurgical device (ovd), compatible with handling, such as during the implant and explant process. Based on the investigation, the condition of the returned lens is not related to manufacturing, but related to the explant process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent implant of an intraocular lens (iol) which was removed and replaced during the same procedure as the patient's eye ligament was unable to hold the lens placement. The surgeon replaced the lens with an anterior chamber lens. An incision enlargement and vitrectomy were required. Further, it was stated there were no other complications during the procedure and that patient was getting better.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.